Event description:
Reportable based on analysis completed on (B)(4) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the radial artery. The 2.25x15mm, 50% stenosed and de nove lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. The 2.25x20mm taxus liberte stent delivery system (sds) was advanced but did not cross the target lesion. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified proximal stent damage. Proximal stent struts on rows 1 to 5 were pushed distally and misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)